Event description:
It was reported that the patient presented in clinic for follow up. The device was unable to be interrogated due to premature battery depletion. The pacemaker was explanted and replaced on an unknown date. The patient condition was unknown.